Event description:
The customer reported that while a hepatitis core assay, summit sample handler did not pipette sample and/or control in well positions a10 and a12 and did not give an error message. And ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-02041-04.